Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 230 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.